Manufacturer narrative:
The correct date of evaluation by product analysis is 11-dec-2017.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-dec-2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a dim and discolored display. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and there was evidence of moisture on the printed circuit board. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was no moisture found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum with moisture) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.